Event description:
It was reported that the pt was admitted to the intensive care unit with a potential overdose situation. The pt's last refill was 2007 and no concentration or dose changes were made. No volume discrepancies had been noted. It was the third time that the pt had been in an overdose situation (no information was made available regarding the past two episodes). It was noted that the pt was also taking oral pain medication. The pump was interrogated at the hospital and no error messages were found. The hcp further reported that a call had come in stating the pt was having severe nausea and fatigue and was admitted to the hospital intensive care unit on approx two months later. The pt was discharged to home on two days later. The pt had been receiving morphine, glucose, and lidocaine. It was unclear which medications were being delivered by the pump. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.